Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to dislodgement and high pacing threshold. Additional information indicated that the lead incurred fracture and noted that helix eventually cannot be moved. Also, infection was not confirmed. A new lead was implanted. No adverse patient effects were reported.